Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their check position screen was grayed out and they couldn't go into their check position screen and the issue began wednesday. Pt had difficulty following instructions and to patient service's (ps) understanding the pt didn't seem to be familiar with their device. Ps also walked pt through changing the date and time options. Ps asked pt several times to disconnect the recharger from the controller and pt kept confirming the recharger was disconnected, but ps could hear the charging tones in the background, which was most likely why the date and time options were still grayed out. After reviewing information, pt was finally able to adjust the date and time settings. Pt turned their stimulation on. Results were same for groups a, b, and c. Ps suspected their adaptive stim was not turned on so pt went to group a and pressed program 1. Ps attempted many times to guide the pt to click the adaptive stim symbol and pt may have been pressing other symbols or boxes because the pt kept accidentally turning their stimulation off. Pt turned their stimulation on again and noted the circle with the a had a green on it, but ps was unsure because of the way the pt was describing the screens and because pt had difficulty following and remembering instructions. Pt went back to the menu button and the check position screen was still grayed out. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps advised the pt to contact their hcp to connect with a representative to have their adaptive stim features/check position checked out.